Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified 3.0mm balloon. Immediately after pre-dilatation, the residual stenosis was 75-90%. Next a taxus liberte' 3.0x20mm stent was inserted, but could not be advanced across the lesion site. The device was removed from the pt and it was noted the struts were slightly flared and the proximal shaft was kinked. A different size taxus stent was used to successfully complete the procedure. No pt complications were reported and the pt status was reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be retuned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical/procedural failures. (B)(4).